Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that 2 cassettes were making a funny noise and leaked. In a follow up the patient clarified that one cassette made noise during set-up so another cassette was used and it was fine until drain 3. During drain 3 there was noise again. The patient stopped treatment and found fluid leaking from a rupture in the cassette inside the cycler. There was no harm, intervention or adverse event due to the leak. The patient could not recall what day the actual leak took place. The patient is still using the same cycler with no further issues. The cycler sets are not available to return as sample products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that 2 cassettes were making a funny noise and leaked. In a follow up the patient clarified that one cassette made noise during set-up so another cassette was used and it was fine until drain 3. During drain 3 there was noise again. The patient stopped treatment and found fluid leaking from a rupture in the cassette inside the cycler. There was no harm, intervention or adverse event due to the leak. The patient could not recall what day the actual leak took place. The patient is still using the same cycler with no further issues. The cycler sets are not available to return as sample products.